Event description:
The user received discrepant sodium and potassium results for one pt sample, and those results did not get reported out. The initial sodium results was 132.6 mmol per l, the repeat result was 138.6 mmol per l. The original potassium result was 6.9 mmol per l, the repeat result was 4.5 mmol per l. The pt was not adversely affected.

Manufacturer narrative:
The field service representative determined there had been a clot in the system and noted the customer had cleared it and the system ran fine. Calibration and qc were performed to verify the analyzer performance. All results were precise and accurate.